Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the atrial lead exhibited failure to capture and failure to sense. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Visual, x-ray and electrical examination did not find any anomalies.